Event description:
New information received notes that insulation anomaly was also noted on the right ventricular lead. Lead was capped and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with high, out of range low voltage lead impedance. The right ventricular lead was capped and replaced. The patient was discharged.